Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
This is to report an incidence of a faulty curved intraluminal stapler (ils) cdh29a used for an exploratory laparotomy, cytoreductive surgery (total peritonectomy, en bloc total abdominal, bilateral salphingooopherectomy, low anterior resection, omentectomy) on (B)(6) 2019. The stapler was opened as instructed and applied to the anastomosis, however, upon firing, the staples did not fire and the surgeon was forced to repair the anastomosis manually via sutures, which delayed the procedure. Upon close inspection, the staplers remained inside and only a few staplers fired. There were no patient consequences reported, surgery was just delayed.